Event description:
Patient reported that, 2 weeks ago, an insulin cartridge leaked into the device's cartridge chamber. There were no apparent cracks in the insulin cartridge, prior to inserting it into the device. Patient indicated that her blood glucose has been elevated (>200 mg/dl). She self-treated by bolusing.